Event description:
It was reported the pt lost balance while trying to stand up post-operative which resulted in the trial lead being pulled out. The pt was reported to have effective stimulation intra-operative and post-operative (prior to the lead pulling out). A re-trial was not planned at the time. Follow-up identified the pt was implanted with a permanent system on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.